Event description:
Endo gia autosuture device should be able to be reloaded for 4 possible uses. Very experienced or nurse was unable to reload device. Nurse's description of problem "jaws of the stapler were not opening".

Event description:
The investigation process for the endo gia universal stapling system has routinely concluded that the root cause analysis for the complaint of "difficult to load" or jaws will not open" is that the sulu was not engaged properly when loaded. In addition, the following are potential causes for the inability to open the jaws: jaws have been manually clamped prior to loading sulu with the instrument firing rod extended. The device is unavailable for evaluation, as it was discarded by the reporting facility. No design changes or modifications have been made to the device since first marketed. As part of the co's routine post - market surveillance process, co has re - assessed the endo gia universal stapling system and have calculated the incident rate with respect to pt injury associated with the reported condition of "difficult to load" and "jaws will not open" by searching co's complaint tracking database from 2003 to 2005 for only those complaints with the reported condition of "difficult to load" and "jaws will not open", which were associated with a pt injury. According to these figures, co have determined the incident rate for the endo gia universal stapling system to be non-existent.